Manufacturer narrative:
The device was discarded by the facility and the lot number was not recorded. An analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guidewire sheared off and was left in the patient. The target lesion was a cto lesion located in the superficial femoral artery (sfa). While crossing the lesion, the guidewire went subintimal. The physician loaded a csi orbital atherectomy device (oad) onto the guidewire and advanced to the site of the lesion. During treatment, the spinning device was advanced near the tip of the viperwire and the tip of the wire sheared off. The fractured segment of the guidewire was stented against the vessel wall in the sfa. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.